Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the aspiration failed during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided. The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. A used cassette in a tray was returned, visually inspected and functionally tested. The sample was recognized by the console, the service data could be retrieved and the sample was able to prime and tune successfully. No leakage or occlusions were detected. The root cause of the customer's complaint could not be established; as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).